Event description:
The following has been reported: biomed reported: at the end of an infusion the pump's alarm sounded but staff were unable to silence or interact with touchscreen. Display was on and looked normal but not responding to touch. Pump was then removed from service. Staff powered it off and back on and touchscreen worked for a while but then quit again. Patient harm: no. Stopped active infusion: no. Occurred: during procedure/process. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd touch input failures. The pump was initially able to run an infusion normally, however, during further testing it was observed the pump was registering ghost input touches from the bottom left of the screen and opening the corresponding menu. That approximate location of the screen is also where the unlock slide is located and would prevent functionality. An internal investigation was performed and no physical signs of damage could be identified. The touch input cable was seated firmly as well.